Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked. This complaint was created to capture the 4th of 10 related incidents. The following information was provided by the initial reporter: "date: (B)(6) rn noticed that IV tubing was leaking around the blue piece that goes in the top of the alaris pump. No patient harm".

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing leaked could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 20036957 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the as lvp 20d 2ss cv tubing leaked. This complaint was created to capture the 4th of 10 related incidents. The following information was provided by the initial reporter: "date: 9/30 rn noticed that IV tubing was leaking around the blue piece that goes in the top of the alaris pump. No patient harm."